Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
It was reported to philips that the device¿s check mark, accept button, isn't working properly. The device was outside of use when the reported event occurred. There was no patient or user harmed. The customer reached out to remote technical support and requested for the part number of the switch pcba. The customer was provided with the part number and price of the replacement part. The customer is taking responsibility to correct/repair the device.